Event description:
It was reported that during a laparoscopic gastric sleeve procedure, there was leaking. When the device was pulled out of the trocar, there was leaking from the seal at the top. They would place a finger or another device in/over the opening to control the leak. The same trocar was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.